Event description:
Additional information received from the rep stated that there was a blockage in the 8578 segment of the pump catheter. Hcp cleared the blockage. On 2021-aug-06, additional information was received from the manufacturer representative (rep). They reported the blocked catheter was not an 8578. It was a 8596sc (h876096008). The rep was asked if the clearing of the blockage required an additional procedure. The rep stated it did not. On 2021-aug-23, additional information was received from the manufacturer representative (rep). They reported that the hcp had perf ormed a catheter revision on (B)(6) 2021. That was when the hcp disconnected the catheter from the pump to clear the blockage. There has been no additional procedures after the (B)(6) 2021 catheter revision.

Manufacturer narrative:
Product ID 8596 lot# serial# (B)(6) implanted: 2007-06-06 explanted: product type catheter product ID 85 96sc lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type catheter product ID 8711 lot# j0177979r serial# implanted: (B)(6) 2001 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8596 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: product type catheter product ID 85 96sc lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter product ID 8711 lot# j0177979r serial# implanted: (B)(6) 2001 explanted: product type catheter. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(4) , ubd: (B)(6) 2009, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(4) , ubd: (B)(6) 2015, UDI#: (B)(4) ; product ID: 8711, serial/lot #: (B)(4) , ubd: (B)(6) 2003, UDI#: (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving clonidine (150 mcg/ml at 50 mcg/day), dilaudid (7.5 mg/ml at 2.75 mg/day) and bupivacaine (15 mg/ml at 7.45 mg/day) via an implantable infusion pump. It was reported that at the first refill appointment post pump replacement surgery the expected reservoir volume was 4 cc and the actual reservoir volume was 36 cc. The pump logs were checked and no abnormalities were found. The hcp stated that they filled the pump with 37.5 cc, so only 1.5 ml had dispensed since the normal replacement case. The hcp confirmed they did not attempt to aspirate during the replacement surgery because they programmed back table prime with the new pump and connected it to the catheter.